Event description:
It was reported that the patient experienced a shocking/jolting sensation after strenuous activity. The patient had been bending more at work than normally. The patient was re-directed to her physician. Additional information was requested.

Manufacturer narrative:
(B)(4).